Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples and 1 photo were returned by the customer in support of this complaint. Lot number is unknown. Bd was able to confirm the customer¿s indicated failure mode with the photos that were returned. Lot number is unknown; therefore, no retention samples are available. The exact cause of the failure mode could not be determined. The device history records could not be reviewed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tube has been found cracked. The following has been provided by the initial reporter: the customer reported about a scratch on the surface of the tube.